Event description:
The pt underwent a procedure for a trial scs system. It was reported all lead contacts revealed high impedance readings, and troubleshooting did not resolve the issue. It was reported the physician had experienced difficulty removing the stylet out of the lead during the procedure. The physician decided to explant and replace the lead, and the case was completed successfully.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.